Event description:
The pt underwent a ptca procedure and the duett pro vascular sealing device was used at the puncture site. Approximately 10 mns post procedure, the pt complained of right leg pain and the catheterization lab staff stated the pt had no pulse in her right leg. An angiogram was conducted and confirmed thrombus at the trifurcation in the pt's lower right leg. Thrombolytic and anticoagulation therapies were then administered, after which, the pt had a good runoff in the right peroneal and posterior tibial arteries. During a follow up exam two days later, the pt was observed to have no further complications.